Event description:
It was reported that upon the return of a marketing sample, a broken bur was found in the attachment. It is reported that no patient was affected, there were no adverse consequences to the patient or the user, no medical intervention, and no delay to a procedure.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
This is a duplicate reporting of the event on (B)(4).

Event description:
It was reported that upon the return of a marketing sample, a broken bur was found in the attachment. It is reported that no patient was affected, there were no adverse consequences to the patient or the user, no medical intervention, and no delay to a procedure.